Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). (B)(4).

Event description:
Caller reported blood glucose results of 60 mg/dl and 72 on professional system 1, 236 mg/dl on professional system 2 within 10 minutes. System 2 meter type is unknown and it is unknown if the same strips were used in each system. No adverse event was reported. Strips are not available for return.